Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had over-infused the volume to 25 ml, programmed at a flow rate of 40 ml/hr and volume to be infused of 20 ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed rate accuracy. The specific flow accuracy issue being reported is over infusion" was not reproduced. The evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 39.607 and the error percentage was at (B)(4) and within specification. An event date was not provided, however review of the last day of use in the history log revealed an infusion programmed at a rate of 40 ml/hr and volume to be infused: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.